Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain: pelvic") and genital haemorrhage ("excessive and abnormal. Bleeding") in an adult female patient who had essure (batch no. 735706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, unspecified. Concomitant products included atenolol, bupropion, cyclobenzaprine, omeprazole, phentermine, prinzide (lisinopril hydrochlorothioazide 1a pharma), ranitidine, terbinafine and topiramate. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("yeast infections"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight abnormal ("weight gain / loss: unspecified"). The patient was treated with surgery (laparoscopic hysterectomy (uterus and cervix removed ). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, loss of libido, alopecia, vaginal haemorrhage, menorrhagia, fungal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and weight abnormal outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion current weight 316 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: per pfs: reporter information was added. This case concerns adult patient. Lab data was amended. Her concurrent condition was added. Concomitant medications were added. Essure indication was amended. Essure lot number was added. Essure insertion date was updated. Following events were added : loss of sexual drive, hair loss, abnormal bleeding (vaginal, menorrhagia), yeast infections, depression, anxiety, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge and weight gain / loss: unspecified. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain: pelvic") and genital haemorrhage ("excessive and abnormal. Bleeding") in an adult female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, unspecified, uterine pain and uterine fibroids. Concomitant products included atenolol, bupropion, cyclobenzaprine, omeprazole, phentermine, prinzide (lisinopril hydrochlorothioazide 1a pharma), ranitidine, terbinafine and topiramate. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of libido ("loss of sexual drive"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("yeast infections"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss: unspecified"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2012 with lysis of adhesion). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, loss of libido, alopecia, vaginal haemorrhage, menorrhagia, fungal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion current weight 316 lbs. Benign endometrium with disordered gland architecture consistent with prolonged proliferative phase; leiomyomas or' myomenrum1, two, up to 0.8 cm diameter mild chronic cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain: pelvic') and genital haemorrhage ('excessive and abnormal. Bleeding') in a 35-year-old female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera in (B)(6) 2010. Concurrent conditions included obesity, unspecified, uterine pain and uterine fibroids. Concomitant products included atenolol, bupropion, cyclobenzaprine, hydrochlorothiazide;lisinopril (lisinopril hydrochlorothiazide 1a pharma), omeprazole, phentermine, ranitidine, terbinafine and topiramate. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/psychological or psychiatric problems"), anxiety ("anxiety/psychological or psychiatric problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and pollakiuria ("frequency changes") and was found to have weight increased ("weight gain / loss: unspecified/weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and migraine ("migraines/migraine/headaches"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"). On (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of libido ("loss of sexual drive"), fungal infection ("yeast infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), pelvic adhesions ("lysis of adhesions"), cystitis ("bladder infections") and adhesion ("adhesions/fibroids") and was found to have uterine leiomyoma ("adhesions/fibroids"). The patient was treated with antibiotics, bupropion hydrochloride (wellbutrin), ibuprofen, ibuprofen (midol), paracetamol (tylenol), progesterone (progestin), topiramate (topamax) and surgery (lysis surgery and laparoscopic hysterectomy on (B)(6) 2012 with lysis of adhesion). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, loss of libido, fungal infection, urinary tract disorder, headache, mood swings, vaginal infection, pelvic adhesions, uterine leiomyoma, pollakiuria and adhesion outcome was unknown, the alopecia, vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and cystitis had resolved and the depression, anxiety and migraine was resolving. The reporter considered adhesion, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood swings, pelvic adhesions, pelvic pain, pollakiuria, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test unspecified- tubes were closed. Current weight 316 lbs. Benign endometrium with disordered gland architecture consistent with prolonged proliferative phase; leiomyomas or' myometrium, two, up to 0.8 cm diameter mild chronic cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received- new events mood swings, vaginal infection, lysis of adhesions, fibroids, adhesions, bladder infections and bladder or urinary problems or changes frequency were added. Event weight fluctuation was updated to weight gain. The outcome of event vaginal hemorrhage, menorrhagia, bladder problems, hair loss, vaginal discharge, weight gain, dysmenorrhea (cramping) and dyspareunia were updated from unknown to recovered and depression, anxiety, migraine updated from unknown to recovering. Medical history, treatment drug and lab data were added. Patient height was updated. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal. Bleeding") in a female patient who received essure for female sterilization. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2012). Essure was withdrawn. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered pelvic pain and genital haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2011 hsg test confirmed satisfactory placement of both essure and full occlusion of both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain and excessive and abnormal bleeding(seen as genital bleeding). A laparoscopic hysterectomy was performed around 2 years after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur in this present case, after the implant procedure, plaintiff experienced chronic pelvic pain and excessive,abnormal bleeding. Considering the nature of both events causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain and excessive and abnormal bleeding (seen as genital bleeding). A laparoscopic hysterectomy was performed around 2 years after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur in this present case, after the implant procedure, plaintiff experienced chronic pelvic pain and excessive, abnormal bleeding. Considering the nature of both events causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.